Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported that they did not think the psychotic episode was related to the implantable neurostimulator (ins). The ins had been off for a few days as of (B)(6) 2016 and there had not been an improvement in his symptoms. They do not know if it was related to the medications either.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient has been an impatient for 6-7 days at a hospital due to a psychotic episode; the patient was not oriented and was combative. It was stated that the patient was doing well for about a month following a medication change and a programming adjustment in early (B)(6). The hcp stated that she thinks the psychotic episode was due to an oversaturation of dopamine, but they were unsure if the patient's deep brain stimulation (dbs) played a role in the issue. The patient was not able to walk at the time of the report but it was stated that the psychotic episodes were improving. The status of the implantable neurostimulator (ins) was unknown. The patient's concomitant medications included levodopa and carbadopa.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.